Manufacturer narrative:
More information has been requested from the customer to be able to perform further investigation. The cause of this event is unknown

Event description:
As holders of the emergency use authorization, siemens healthcare diagnostics is submitting this report on behalf of the manufacturer healgen scientific. The customer reported that on two clinitest covid19 self test for lot 2201836eua, the whole pad was dark pink. C-line was distuinguishable but t-line / result was unreadable. There was no reported injury due to this event.

Manufacturer narrative:
The manufacturer healgen has completed the investigation. After reviewing the relevant manufacturing documentation associated with lot number 2201836eua, no irregularities were found. Tests retained from lot number 2201836eua were tested with product buffers & clinical samples. All devices performed as expected when tested per the standard procedure. Based on investigations, manufacturer was unable to replicate the customer's complaint. No irregularities or deviations were observed in the manufacturing documentation for the complaint related lot. The cause of this event is unknown.